Manufacturer narrative:
Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device ¿ 1 year and 10 months. The device is expected to be returned for evaluation. It has not yet been received. The event occurred in (B)(6), the local hospital information was not provided. The pump was implanted at the (B)(6). No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient called the lvad implanting center on (B)(6) 2016 due to a temporary power cable disconnected alarm without physical disconnection of the power leads. It was recommended that the patient call again if the alarm reappeared. On (B)(6) 2016, the patient was admitted to a local district hospital due to dizziness. While the patient was at the local district hospital, the vad coordinator recommended that the system controller be exchanged and that the patient stay on battery power. However, the patient had forgotten to bring the backup system controller to the hospital and the exchange was not performed. An echocardiogram performed on (B)(6) 2016 found the left ventricular end diastolic diameter was 9.3cm with an end systolic diameter of 9.0cm and the aortic valve was not closing. The patient expired at approximately 19:42 on (B)(6) 2016 with the suspected cause of death being cardiac failure. The pump is expected to be returned for evaluation. No further information was provided.

Manufacturer narrative:
Additional information - multiple requests were made for the product to be returned for evaluation; however, the product was not returned. Review of the submitted system controller log file showed that the pump appeared to be operating normally from the beginning of the log file at (B)(6) 2016 23:44 through timestamp (B)(6) 2016 12:08 with no interruptions in pump function or notable changes in pump parameters. However, from (B)(6) 2016 17:13 - (B)(6) 2016 19:41, multiple low speed events and pump stoppages were captured, which correlated with large power elevations up to 23.7 watts as well as driveline disconnected, low speed advisory/hazard, and low flow hazard alarms. Based on the manufacturer's previous complaint experience, the atypical events recorded in the log file appear consistent with potential driveline wire damage. However, despite multiple requests to the customer for the product to be returned; to date, the device has not been returned for evaluation and a correlation between the device and the atypical events captured in the log file could not be conclusively determined. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.